Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed two (2) controller power up events with an associated pump start event were logged on 17/sep/2024 at 15:17:08 and 18/sep/2024 at 09:18:12, indicating a loss of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 86% relative state of charge (rsoc). The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for four (4) minutes and forty four (44) seconds. No anomalies were recorded leading up to the loss of power. The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 95% relative state of charge (rsoc) and the power adapter was connected to power port two (2). The data point after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for thirteen (13) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported loss of power event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient double disconnected the power sources from the controller which resulted in an unexpected loss of power with a ventricular assist device (vad) stop. The controller remains in use. No patient complications have been reported as a result of this event.